Manufacturer narrative:
Continuation of d10: product ID: 8596sc, lot#serial#: (B)(6), implanted: on (B)(6) 2019, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot#: (B)(6), ubd: 23-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 11025.78087 mcg/day), morphine drug, unknown (8.3 mg at 4.25699 mg/day), and bupivacaine (22.5 mg at 11.54003 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had new onset pain that radiated down to their knees. Additional information received from the healthcare provider via a clinical study indicated that a catheter access port (cap) contrast study revealed an abnormality, contrast dye pooled in lumbar subcutaneous issue. A catheter fracture was suspected, a catheter revision was required.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had little relief from last increase an additional increase in sc fentanyl by 150mcg was made.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2019, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump was replaced on (B)(6) 2024.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a two step wean was started.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6). Implanted:(B)(6) 2019, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had little relief from their last increase. An increase in sc fentanyl by 100mcg, increase in bolus options to 5 per day and an increase in bolus dosage to 35mcg each was made.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, lot# serial# (B)(6), implanted: (B)(6) 2019, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the pump and the 8596sc were returned and no significant anomalies were found. The 8598a was returned and analysis identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. Continuation of d10: product ID 8598a (B)(6) serial#(B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2024 product type catheter product ID 8596sc serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.